Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery test. The customer¿s blood glucose value was higher 300 mg/dl. Customer got pump errors and then the pump gave a failed battery test. While doing troubleshoot for pump errors, error table did not indicate the pump should be replaced and self-test was performed and the insulin pump passed. Customer also mentioned low blood glucose treated with three glucose tablet. Customer had blood glucose value 70 mg/dl, 68 mg/dl and 148 mg/dl. Customer declined to troubleshoot for low blood glucose values and high blood glucose mentioned and failed battery alarm. High blood glucose was treated with manual injection. Alarm history mentioned software error detected alarm and the motor arm cannot communicate with the main arm alarm. Customer stated that her insulin pump wasn't delivering insulin. The insulin pump will not be returned for analysis.